Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v, diopter -24.0. The reporter stated the haptic tore and the tip of the injector broke off prior to insertion. The lens was not implanted and there was no pt contact or injury. The reporter believes the lens was damaged by the injector. An msi-tm injector and aq cartridge fp were used, but the lot numbers were unknown.

Manufacturer narrative:
H6: method: a work order search for the lens was performed. Results: visual inspection of the injector showed the nose cone was cracked. The lens had one haptic torn off missing and the cartridge had no visible damage. There was evidence of surgical residue. There were no similar complaints found within the work order. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause could not be determined.